Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to the patient requiring serial mris. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on october 11, 2022.